Event description:
Harmonic was plugged in, noting error message "replace handpiece". Checked machine settings for cord uses: 40 remained. Obtained second handpiece, received error message. After trying third handpiece, passed test and worked properly. Two defective devices were from same lot number. Other devices from same lot number were removed.